Event description:
It was reported that patient's implantable neurostimulator (ins) from 2024 was malfunctioning and wouldn't hold a charge and they were having to charge like twice a day and it would take hours and hours to charge so they had the battery replaced on (B)(6) 2026. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.